Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the pedimag blood pump and the reported event could not conclusively be established through this evaluation. Additional information was requested, but was not provided. The pedimag blood pump has not been returned to date. The centrimag blood pump instruction for use lists death as an adverse event that may be associated with the use on the centrimag ventricular assist device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years 9 months (the age is calculated from the date of implant to the event date.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with a ventricular assist device for acute support on (B)(6) 2015. It was reported through patient outcome that the patient was expired and the cause was unknown.